Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment an internal blood leak occurred. The leak was visually observed leaking out of the fibers in the first two minutes of treatment. Test strips were used to confirm. The leak was noticed before the blood reached the blood sensor therefore the machine did not alarm. Estimated blood loss was 250cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded.